Manufacturer narrative:
Patient weight now provided.

Manufacturer narrative:
On 01/11/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 01/20/2016 software analysis was unable to determine probable cause with the information provided. It is suspected the patient was not ideal for tracer registration. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that while in an ear, nose & throat (ent) procedure, the surgeon alleged being inaccurate by 5 millimeters. It was reported that the surgeon performed a successful tracer registration, verified accuracy on known anatomical landmarks and proceeded to navigate. The surgeon was navigating accurately with the straight suction when he switched over to the 90-degree suction. The site said that after switching to the 90-degree suction the software returned to the registration screen. The surgeon moved back into navigate, however, once in navigate the surgeon deemed being 5 millimeters inaccurate using all instruments. They were using the non-invasive patient tracker. The surgeon chose to proceed, using navigation with the knowledge that of the 5 millimeter inaccuracy. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.